Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent stress incontinence, bowel problem, bladder spasm, urinary urgency and frequency. On (B)(6) 2013 the plaintiff underwent additional surgery and implantation of another device. Furthermore, it was reported that the plaintiff died. No cause of death was reported.